Event description:
This 2006/2009-construct failed 2012 because of breakage between diaphysis and epiphysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product by depuy france finds no product problem has been identified. Review of provided patient x-rays by a depuy france engineer finds the tuberosities didnt heal properly, then, the joint forces were applied on the humeral implant connection, leading to the failure of this connection. This concern has been taken into account in the delta xtend prosthesis by providing a monobloc humeral implant for this indication. Review of device history records finds no manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.